Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there were laser output issues. There is no further information at this time.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system and found that the laser output was intermittent and inconsistent, replicating the customer reported event. The company service representative calibrated the system twice with no success. The laser core module was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on november 20, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to non-conforming laser core module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided. The company service representative examined the system and found that the laser output was intermittent and inconsistent, replicating the customer reported event. The company service representative calibrated the system twice with no success. The laser core module was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on november 20, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to non-conforming laser core module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The core module was received for evaluation. A visual assessment of the returned module did not show any obvious nonconformities. The sample was functionally tested using calibrated system. However, the reported event could not be replicated. The laser was found (on a consistent basis) to have functioned as expected. The sample evaluation could not replicate the reported event. Based on the results of this investigation, the reported event was unable to be confirmed. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).